Event description:
When the emax2 hand control is engaged onto the motor it begins to start immediately without the lever being pressed down.

Manufacturer narrative:
This is the initial report. A follow up report will be provided once the device has been returned and evaluated.